Manufacturer narrative:
H.6. Investigation: a device history review was conducted for both potential lot numbers 9169882 & 9115871. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately due to current practices being implemented by chinese customs used medical device cannot be submitted to the manufacturing facility for functional testing. Photographs of the devices were submitted and functional testing was performed on retention samples for the affected lot. Leaks were observed in some of the retention samples; closer inspection revealed that in all instances where a device had leaked the heparin cap had been inserted into the connector loosely, reinsertion of the heparin cap allowed all of the devices to function normally without developing further leaks. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. CAPA#1474444 was initiated. H3 other text : see h.10.

Event description:
It was reported that the bd¿ prn adapter leaked during use when used with the nipro catheter. Lot# 9169882 was reported to have had 1 occurrence of this event, while lot# 9115871 was reported to have had an unknown number of occurrences of this event. The following information was provided by the initial reporter, translated from japanese to english: "used with nipro catheter 24g 3/4. Leakage occurred."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9169882. Medical device expiration date: (B)(6) 2023. Device manufacture date: 2019-06-18. Medical device lot #: 9115871. Medical device expiration date: (B)(6) 2023. Device manufacture date: 2019-04-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ prn adapter leaked during use when used with the nipro catheter. Lot#: 9169882 was reported to have had 1 occurrence of this event, while lot#: 9115871 was reported to have had an unknown number of occurrences of this event. The following information was provided by the initial reporter, translated from (B)(6)to english: "used with nipro catheter 24g 3/4. Leakage occurred."